Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. An acute inferior infarct was in progress. Using the femoral approach, the procedure treated the totally occluded target lesion located at the previously implanted unspecified stent in the mid right coronary artery. A 300cm luge guide wire was advanced but could not cross the previously implanted stent. Then a 300 cm extra support guide wire was positioned and pre-dilation was performed with a 2.5x15mm apex balloon. Next a 3.0x20mm promus element plus stent was advanced and successfully deployed, resulting in a 0% residual occlusion and timi 3 flow reestablished from timi 0 flow. "The patient left the lab in good condition". One hour later the patient experienced stent thrombosis. Treatment used several guide wires before there was enough back up support to advance an aspiration catheter to perform a thrombectomy. Then a 3.0x20mm apex balloon was used to make sure the stent was well seated and to crush any residual thrombus. "This resulted in a fairly good result". The patient was started on aggrastat and a bolus of effient. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).